Event description:
It was reported that holes were observed in blade packages. No adverse consequences were reported.

Manufacturer narrative:
There were three items associated with this complaint as follows: lot no. 08353017 (1 item), lot no. 08196017 (1 item), lot no. 09026017 (1 item). It can be confirmed from visual inspection that product packaging is damaged.